Manufacturer narrative:
Of the 88 allegations of a malfunction, 80 pumps were returned to animas and investigated. Of the investigated pumps, 63 were found to be malfunctioning due to damage to either the battery compartment or battery cap. During investigation for unrelated allegations, there were 134 additional issues relating to the battery compartment and battery cap both being damaged. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 88 malfunction events. A review of the events indicated that the one touch ping model pump experienced a an issue with both the battery compartment and battery cap. These reports were received from various sources. The patients associated with this allegation ranged from 3-80 years of age and between 24 and 245 pounds. Of the reported patients, 41 were male and 47 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 5 pumps were returned and investigated. There were 4 instances of battery compartment and cap damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
In q4 2016 there were 2 additional instances of battery compartment and crack failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.